Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction with loss of audio." There was no allegation of an adverse event or any patient or user harm.